Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the patient was transferred from outside hospital with pulmonary embolism and ischemic stroke. The patient went to interventional radiology for clot removal that was successful. After returning patient went into ventricular fibrillation arrest which prompted impella cp insertion. Later the patient was being evaluated for neuro status and was sent for computed tomography scan of head which resulted with a hemorrhagic stroke. Because of this heparin was paused. The patient expired and no other information provided.